Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 354 mg/dl. The drive support cap is protruded. Customer also experienced a low blood glucose of 47 mg/dl the previous day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Scratched display window, cracked battery tube threads and cracked reservoir tube lip also noted.